Manufacturer narrative:
Date of event - unknown.the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (6) peripheral cutting balloon registry.it was reported that in (B) (6) 2003 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was located distally below the knee. The vessel was non-tortuous and the lesion had mild calcification. The lesion was 2mm in diameter and 15mm long with 90% stenosis before treatment. Post-treatment stenosis was 0%. The lesion morphology was described as tight concentric stenosis. The patient had a follow up visit in (B) (6) 2004. The lesion was patent and there were no adverse events or re-interventions. The patient had a twelve-month follow-up visit in (B) (6) 2004. The target lesion had not remained patent. There was also the comment: sub acute ischemia - optimized medical treatment - lack of vascular substitute - no saphenous vein. There were not adverse events or re-interventions reported at the twelve-month visit.